Event description:
It was reported that during a routine pulse generator change out procedure, a fluoroscopy revealed that the left ventricular lead insulation was abraded. No electrical anomalies were observed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).